Manufacturer narrative:
Insulin pump had and intermittent button response due to moisture damage on keypad traces. No frozen screen during testing noted. Motor error alarm during rewind due to corroded motor home switch. Insulin pump was unable to perform displacement test due to motor error alarm. Insulin pump received with minor scratched display window, cracked case at display window corners, broken battery tube threads, broken reservoir tube lip and cracked reservoir tube.

Event description:
It was reported that the customer received a motor error alarm. Customer's blood glucose level at the time 151mg/dl. Advised insulin pump would be replaced. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.